Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer pumping or inflating. A revision surgery was performed, during which the physician found a hole in the cylinders with resultant fluid loss. The cylinders were explanted and replaced. The reservoir was tested and found to be intact, so the physician refilled the reservoir and connected the device. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.